Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: during investigation, the keypad was found to be intact, no damage was observed. All of the keypad buttons responded appropriately during testing. The complaint of under-responsive keypad buttons was not duplicated. The keypad cover was removed and no contamination was found under the button contacts. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored and there were multiple cracks in the battery compartment. The pump case was removed and no moisture damage was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.